Event description:
Customer's father reported the sensor was not blinking when connected to the sensor. Blood glucose level was 550 mg/dl at the time of the call. Troubleshooting showed that the sensor was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and bent electrodes were found. The sensors failed per inspection.